Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose level. Customer's blood glucose value was 308 mg/dl at the time of the incident. Current blood glucose was 351 mg/dl. Customer said today blood glucose level was 351 mg/dl other blood glucose level reported 369 mg/dl, 210 mg/dl, 449 mg/dl. Customer said her blood glucose level as 36 mg/dl dropped low because she gave herself shots. The customer was assisted with troubleshooting and declined for high and low blood glucose. Customer has not been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with manual injection. Customer will not "returned" device for analysis. Frn unknown, inf set unknown.